Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle sftygld 25x5/8 rb needle pulled out of hub. During injection of a 2-month-old baby, needle separated from hub and needle remained in patient's muscle. Patient had a retained partial needle post injection. Safety was not able to be engaged creating another safety concern. First name: (B)(6). Last name: (B)(6). City: (B)(6) serious injury patient had a retained partial needle post injection. Safety was not able to be engaged creating another safety concern. 12-jun-2026: here is the requested information: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. Picture available is mentioned as yes, if possible, could you please provide picture samples for investigation? Was there a delay of, or change in, the course of treatment due to the event? Additional observation and evaluation by pediatrician in a clinic setting and reassurance to parents.